Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy( full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury and fatigue. Essure implant and explant date were added. Outcome for events dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) and fatigue were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D08057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, endometrial polyp, genital bleeding, pelvic adhesions and endometrial hyperplasia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy( full), salpingectomy (bilateral)/cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: no. Of coils: on the left side, coils were 2 on the right and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information , lot number, other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D08057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, endometrial polyp, genital bleeding, pelvic adhesions and endometrial hyperplasia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy( full), salpingectomy (bilateral)/cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: no. Of coils: on the left side, coils were 2 on the right and 3 on the left diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. Batch no d08057 production date 2014-09-12 expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.